Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received a consumer about a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient ¿s recharger was still not working and does not charge their implant. The patient stated that their recharger had never worked correctly to charge their ins since they were implanted (B)(6) 2014. The patient stated that they had not recharged since about (B)(6) 2017. They stated that they tried their recharger (insr) and patient programmer (pp) in (B)(6) 2017 and realized they were not working. The patient stated that they still had the original recharger. It was reviewed that the patient could inform their doctor to reach out to a manufacturing representative to have their equipment checked to see if anything was wrong with it while they helped them with their suspected overdischarged device. It was noted that patient services did not feel comfortable that there was an issue with the patient¿s external equipment. There were no symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.